Manufacturer narrative:
The hillrom technician found the side communication cable was not securely connected to the bed. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician securely connected the side communication cable to the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed's nurse call was shorting out. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).